Event description:
It was reported that during a da Vinci-assisted surgical procedure, the customer identified a broken conductor wire on the Fenestrated Bipolar Forceps instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did not receive the da Vinci product with an alleged issue to perform failure analysis.